Manufacturer narrative:
Initial reporter: establishment name: (B)(6). The device was returned for evaluation and the customer¿s allegation was confirmed. It was noted that the bending angle in the up direction and the play of the up/down knob were out standard value due to wear of the angle wire. It the connecting tube had discoloration, a wrinkle and buckling. It was also noted that water tightness was lost due a pinhole on the tube. The bending section rubber had a scratch and a chip. The adhesive was also had a white clouded area. The control unit and the scope connector were dirty due to water leakage. It was also noted that forceps could not be inserted smoothly due to damage to the tube. The universal cord was also sticky. The connecting tube had a dent and a scratch. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that the evis lucera elite gastrointestinal videoscope had issues with angulation and had physical defects of the bending section and insertion tube. Upon inspection and testing of the returned device it was noted that the nozzle had foreign materials in it due to insufficient cleaning. There were no reports of patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, it was confirmed that foreign matter remained inside the nozzle. It is likely that foreign matter stuck inside the air/water nozzle could not be sufficiently removed and clogged. It was confirmed that there was no deformation of the air/water nozzle and there were no obvious deviations in reprocessing. Olympus will continue to monitor field performance for this device.